Event description:
It was reported that during an unk procedure, after firing and cutting (two strokes) the staples remain stuck to tissue. This happened twice with two reloads with two surgeons same stapler. Also the stapler did not fire across fully. Unk how case was completed. There were no adverse consequences to the pt. Add'l info rec'd: the staples did not form a b-shape. There was no pt consequence.

Event description:
The account alleged that the head hi/low will drift down overnight.

Event description:
The customer stated error code 1007, unable to process test, activated read failure, occurred multiple times on an architect i2000sr analyzer while reaction vessels of lot 78387p100 were in use. The issue was resolved by replacing the reaction vessels with a new lot. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). Upon further review, the customer issue is now associated with remedial action reporting number (B)(4), as the lot of the suspect reaction vessel was in use at the customer facility.an investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B) (4) - investigation in process, no method, results or conclusion code can be chosen at this time.this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.